Event description:
It was reported that an asymptomatic patient presented in clinic for a normal follow up. Externalized conductors were observed. No electrical anomalies were detected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.